Manufacturer narrative:
A device was previously returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of discolored enclosure as contamination. The device was routed to scrap. The report is now changed to not-reportable due to no visualization of foam particles during evaluation.

Manufacturer narrative:
Evaluated by third party.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of discolored enclosure as contamination. The device was routed to scrap.